Event description:
Pump overinfused tpn during clinical use. The pump was programmed in the autoramp mode for a total of 12 hours,1 hour upramp, 1 downramp. Vtbi 2200ml. The bag was empty when the pump displayed 2184ml. The pump didn't down-ramp. The patient "just felt sick". The account stated that this only happens when using tthe 567100 set with the add-on filter and extension.